Event description:
It was reported that during an implant attempt, the lead moved after slitting. It was further reported that the lead dislodged after attempting to insert the stylet. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed).